Manufacturer narrative:
It was confirmed that a patient did fall regarding this issue. The female patient was CT scanned to determine if further medical intervention would be required. It was determined that the patient did have a subarachnoid hemorrhage, but no further medical intervention required or adverse effects were reported as a result of the fall. The patient length of stay was not extended as a result of this fall. The hospital stated that the bed exit had been turned on, but the bed was in battery back-up mode at the time of the incident due to lack of ac power due to either a faulty outlet at the hospital or the bed was not plugged in completely.

Event description:
It was reported by service report that the bed exit was not working properly and that a patient did fall regarding this issue. There was patient involvement and adverse consequences were reported.